Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was not switching. Additional malfunctions include the valve operator was stuck, the o-rings were leaking, the hose clamps were leaking, the zip ties were leaking, and the power switch had no alarms.